Event description:
It was reported that an x-ray was performed. Review of the x-ray noted potential air entrapment around the electrode, however, it was not conclusive due to the quality of the x-ray image as it was noted to be grainy in resolution. Tachycardia therapy was programmed off to allow the air time to dissipate. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of potential noise that resulted in delivery of two inappropriate shocks in two separate episodes following implant. Review of the stored episodes noted the electrogram (egm) was very wavy with oversensing and undersensing present. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.